Event description:
It was reported that during a case the analyzer lost communication with the programmer. The analyzer was removed and reinserted and communication was established. The analyzer remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.